Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2012, due to alleged metallosis and wear.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number eleven states, "wear and/or deformation of articulating surfaces".